Event description:
Blood coming back into the tubing up to one of the injection ports. The blood was dripping out of the tubing onto the floor which was also covered with the IV fluid. Upon further inspection the tubing was leaking at the bottom junction of the port.